Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank, snubber assembly, and switch, emo switch and lemo connector were evaluated and replaced. The hvsr was evaluated and readjusted. Filament calibration was performed. The system was tested and found to be working as intended.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.